Event description:
The contact for a customer called stating that the meter gave patient a reading of 444 mg/dl in or about 2/2003. Subsequently patient was taken to the hospital where the reading was 189 mg/dl. An offer was made to check the meter while on the phone. The contact did not have the requisite supplies to test the meter. Proper technique was reviewed with customer. Also, requisite supplies were sent. In follow-up contact, the customer indicated that the meter was working properly and testing was declined. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise. This complaint is considered closed for purpose of MDR.